Event description:
Customer reports to have dropped insulin pump on the flood and as a result has a blank screen. Customer can only partially see the left part of the screen. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.